Manufacturer narrative:
(B)(4). The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
(B)(4).